Event description:
It was reported the philips that the device has a keypad that is broken. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.